Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot number. If the physical sample is received or if additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the roller clamp did not clamp off completely when in the closed position. Medication continues to drip/leak. This has occurred with multiple medications. The most recent incident occurred with normal saline and vidaza (chemo drug) medication. The nurse set the drip rate and the clamp was in the closed position. The nurse noticed immediately that the set continued to drip with the roller clamp closed. The nurse was able to control the drip rate utilizing the slide clamp on the set. The medication was then able to be infused using the same tubing set. The reporter stated that had the nurse not noticed the set was continuing to drip, there was a potential of an over-infusion.